Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 282 mg/dl at the time of the incident and other blood glucose level was 182 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose level with humalog. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.